Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The patient also experienced abdominal pain which was thought to be a possible manifestation of the peritonitis or due to catheter discomfort. The patient was treated with vancomycin intraperitoneally (dosage and route not reported) but did not require hospitalization. Treatment was eventually discontinued and the patient was reported to have recovered from the event. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.